Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received detached. The housing for the advancer assembly was received detached. The advancer knob was not returned for analysis. The housing for the burr catheter was detached and not returned for analysis. Inspection of the device revealed that the handshake connection on the advancer unit was bent. There was blood in the sheath. The distal end of the sheath was damaged (torn and split) and the burr was jammed into it when received, as if forced was applied. The advancer assembly was placed back inside the housing and functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the stall light came on. The advancer was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19jan2017. It was reported that the device stalled. The target lesion was located in the ostial right coronary artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, while rotating the 1.50mm rotalink¿ plus at 180,000rpm, it was noted that the device stalled. The device was pulled back into the catheter and tested however it would wean down to a stall after 3 seconds. The same issue occurred in dynaglide mode. No patient complications were reported. However, device analysis revealed that the distal end of the sheath was torn and split.